Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 5 of 5 on the home choice (hc). The home patient (hp) was still connected. The supply bag was empty and there was solution in heater bag only. The technical service representative (tsr) asked if any bag come undone and the hp stated no. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on to the system error 2367. The hp turned the hc off/on and the hp was back to press go to start. The hp would finish with a manual bag. Product surveillance (ps) contacted the home patient (hp) on (B)(4) 2012 regarding the system error 2240. The hp did not noticed anything unusual with the setup at the time of the alarm and did not disconnect. The hp stated he ended therapy for the night as he was in the last dwell and resumed therapy the following day on the cycler. The hp stated he followed up with the peritoneal dialysis nurse (pdn) regarding the missed therapy and the alarm. The hp stated he was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.